Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #unk, unknown zimmer head, lot #unk.

Event description:
It is reported the patient was revised in order to exchange the head and liner. During revision, the surgeon discovered the patient had trunnionosis.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is unknown that the implants used were compatible. Product history search cannot be completed since the part and lot number is unknown. Patient¿s adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.